Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with an unspecified pelvic mesh product to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered a "disability," "aggravation of a preexisting condition," "serious bodily injuries, including extreme pain, erosion," "dyspareunia and other injuries." The plaintiff's attorney also alleged that the "plaintiff has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unknown which ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.